Event description:
The customer reported to olympus the cf-hq190l scope had a 360-degree rip all around on the outside sheath coating of the endoscope. When this was discovered, the diagnostic colonoscopy was cancelled due to the potential harm to the patient. There were no error messages noted. When the procedure was aborted, the patient was transported and admitted to the hospital for monitoring, evaluation, and surgery consultation. The initially planned procedure was not completed once admitted to the hospital and remained cancelled. It was stated that it was unknown if the extended hospitalization was a result of the damaged device or patient factors. The patient was discharged without complication and in normal conditions within seven days of admittance.